Manufacturer narrative:
The patient was diagnosed with sterile peritonitis and hospitalized for the event on the same date. Three days later, the patient was discharged. On an unreported date, physioneal/ extraneal therapies were discontinued. Twenty five days after the hospital admittance date, the treatments with kefzol and tobramycin were discontinued. Two days later the treatment with heparin was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and other unspecified ¿clinical signs¿. The cause of the peritonitis was not reported. The patient was treated for the peritonitis with intraperitoneal (ip) kefzol (cefazolin), 250mg (milligrams), 4 times a day; tobramycin 40 (units not reported), once a day, ip and heparin, 0.1ml (milliliters), 4 times a day (route of administration was not reported). No further detail was provided regarding whether the patient was hospitalized for the event or if physioneal/extraneal therapies were ongoing. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.